Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the use by date on the splitter did not align with packing materials. The issue was noted prior to use. No patient complications have been reported as a result of this event.